Event description:
Customer reported that the freedom driver exhibited an irreversible fault alarm while supporting a pt. The customer also reported that the alarm sounded after the pt sneezed. The pt was subsequently switched to the backup freedom driver. There was no reported adverse pt impact. This alleged failure mode poses a low risk to a pt because although the freedom driver exhibited a fault alarm, the freedom driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the freedom driver exhibited an irreversible fault alarm while supporting a patient. The customer also reported that the alarm sounded after the patient sneezed. The patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. The freedom driver was returned to syncardia for evaluation. Visual inspection of the driver's external components revealed an abrasion at the bottom of the front housing. Visual inspection of the internal components revealed a fractured housing boss with a raised insert at the bottom right of the front housing. The reported fault alarm was confirmed by review of the driver's alarm (eeprom) history, which revealed a fault code that typically occurs when an onboard battery is not fully latched into place when inserted into the driver, during onboard battery exchange or when the driver is subjected to an impact shock. The patient sneezing is a valsalva maneuver that could have resulted in a temporary alarm that is recoverable after experiencing a moment of low cardiac output. Only permanent fault alarms are recorded in the alarm history. Intermittent, recoverable and battery alarms are not recorded in the alarm history. During investigation testing, the reported fault alarm could not be duplicated. The driver performed as intended, and there was no evidence of a device malfunction. Based on the damage observed and review of the alarm history, it is likely that the reported fault alarm was caused by an impact shock to the driver. The driver was repaired by replacing the housings and serviced, and then it passed all final performance testing. The reported issue posed a low risk to the patient because it did not prevent the freedom driver from performing its life-sustaining functions. The patient was switched to the backup driver without adverse impact. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.